Event description:
Information was received from a manufacturer's representative (rep) regarding an external device to an implantable neurostimulator (ins). It was reported that rep stated that pt claimed starting two weeks ago they began to feel the recharger get hot while charging. Rep stated that they tried to charge the pt today and the pt immediately reacted and said that it got 'instantly hot'. Rep stated the area heating is the 'transition zone' between the paddle and cord. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms were reported. A replacement recharger was sent out. 2022-sep-21: additional information was received from the pt. Pt states that they received the recharger (rtm), and shipping had left it at their house outside, and the equipment got soaking wet and case was unzipped and open. Pt tried replacement rtm and it didn't work. They said ins is completely depleted. An additional rtm was requested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen and there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.